Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient developed an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was removed and there have been no reports of further complications regarding this event. The patient would like to be re-implanted in the future due to receiving effective pain relief from their device prior to removal.